Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Upon arrival, the fse power cycled system and vio integrated electrosurgical generator unit (iesu) and noticed c-00 errors on iesu when it finished starting up. Fse then power cycled system three more times and was able to induce c-00 errors on erbe. Fse power cycled system a fourth time and error did not return. Fse then proceeded to move monopolar cable from top port of iesu to bottom monopolar port on iesu and saw the cord light on electrical surgical manipulator (esm) turn amber. Fse then tested bottom monopolar in instrument recognition inside the erbe service menu and tested the bottom monopolar port and noticed that instrument recognition was showing on screen. Fse then proceeded to replace iesu and the esm as it was called as part of the reported discrepancy. Fse performed system verification and the system was ready for use. The esm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. The iesu has been evaluated by the failure analysis (fa) team. Fa was not able to confirm the reported complaint via system logs. During testing, the iesu displayed error code 3-88 on start and generator log showed c-00 and m-02. Based on these results, a definitive root cause could not be identified.

Event description:
It was reported that during a da vinci-assisted other head and neck surgical procedure, that the customer contacted an intuitive surgical, inc. (Isi) technical service engineer (tse) to report the led on an electrical surgical manipulator (esm) cord turned amber when an instrument was installed, but when they took off the instrument, it turned blue. The customer had already tried multiple instruments and cords without resolving the issue. Tse then guided the customer through hard power cycling the system and the esm, but the same behavior persisted and the issue was not resolved. According to the customer, they were going to stop using the system for future use. There was no reported injury.